Event description:
Information was received from a patient representative and healthcare provider (hcp) regarding an implanted pump system for spinal pain indications. The pump was used to deliver morphine at an unknown dose and concentration. It was reported that the patient just had the pump implanted and was feeling very ill on (B)(6) 2022. The patient representative tried to reach the doctor at this time, but the doctor was unavailable. As of (B)(6) 2022, the patient was in the intensive care unit (ICU) with possible withdrawal symptoms. The patient was unable to give patient programmer boluses, as the handset was not charged and a charger for the handset was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patients weight. The hcp also reported the cause of the patients symptoms and need for the ICU admission was due to sepsis secondary to pneumonia and a nstemi heart attack. It was reported the patient was not going through withdrawals and the cause of the event was not related to the medtronic device or therapy. The patient was reported to be recovering in the ICU. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.